Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Bilateral pt was revised to address hip pain.

Manufacturer narrative:
Asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Additional information: litigation papers allege the patient experienced progressive pain, discomfort, soreness, elevated cobalt and chromium levels and had to be revised. During her right hip revision, papers allege the patients orthopedic surgeon encountered creamy white fluid and the synovium demonstrated an acute and chronic inflammatory appearance with a thickened granulomatous-appearing material of which appeared a tan color and avascular. He performed a complete synovectomy excising a mass of thickened capsule anteromedial approximately two centimeters in thickness, excising as much of this granulomatous material as possible but was forced to leave some material due to the proximity to the sciatic nerve. Her right acetabular cup was found to have minimal bony ingrowth with largely fibrous tissue adherent to 60% to 70% of the surface area of the shell. Since her revision surgery, the patient continues to have weakness on her right side.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.